Event description:
The ge oec 6800 fluoroscopy system would not power up prior to a procedure and was replaced with another system and removed from service.

Manufacturer narrative:
A ge oec service representative investigated the issue and found defective surge suppressor pcb which was removed and replaced to correct the malfunction. The system was further tested and found to be operating as intended. No negative patient effect was caused by this malfunction. The facility was unable or would not provide any patient information with respect to this issue.